Manufacturer narrative:
(B)(4). We received one used, (empty) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was missing and the patient connector was not closed; the received the sample was soaking wet in the plastic bag. The original wing cap was not handed over by the customer. At the tube we detected a knot. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. After opening the knot and waiting for a while the pump did work (solution was running). Leakages were not detected at the sample. A blocked sample (as described by the customer) could not be determined. The tested sample is in accordance with our requirements. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no flow. Drug: 5fu.